Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 21 mm trifecta valve was implanted. On (B)(6) 2017, severe calcification of the leaflets (not stent posts) was noted. The aortic root was calcified as well, with low coronary take-offs. The valve was explanted and replaced with a freestyle valve (unknown size). The hospital has retained the valve and it will not be released at this time. The patient is reported to be recovering.